Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that longevity of this device suddenly dropped from 1.5 years to elective replacement time (ert) in just four months. Since the device reached ert rapidly, immediate battery replacement was recommended. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field b5: describe event or problem.

Event description:
It was reported that longevity of this device suddenly dropped from 1.5 years to elective replacement time (ert) in just four months. Since the device reached ert rapidly, immediate battery replacement was recommended. Moreover, this device had an output change which changes remaining time to ert. This device longevity lasted to its expected range. Subsequently, this device was explanted. No adverse patient effects were reported.